Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
When the user came to an audio processor fitting on 14-aug-2024, it was detected that the implant is not working as specified. Re-implantation is planned for september 2024. No fixed date has been provided.

Event description:
The user's hearing performance with the device was affected. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. In addition the active electrode showed damage caused by excessive mechanical stress. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the child came to an audio processor fitting on (B)(6) 2024, it was detected that the implant isn't working as specified. Re-implantation is planned.